Manufacturer narrative:
The analyzer serial numbers are (B)(6). Clarification on which results came from which analyzer was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 immunoassay results for 1 patient on a cobas e 801 analytical unit. The patient sample was tested twice and gave an undiluted ca 19-9 result of 1500 u/ml and 10 fold dilution result of 1500 u/ml. A second patient sample was collected the same day. The second patient sample was tested twice again and gave an undiluted ca 19-9 result of 340 u/ml and 10 fold dilution result of 340 u/ml.

Manufacturer narrative:
The patient sample was not available for investigation. Based on the available data, a general reagent issue could be excluded. The root cause of the event could not be determined.